Event description:
It was reported the patient had an infection and ear canal perferation; therefore the doctor decided to remove the fossa component.

Manufacturer narrative:
Per the physician, there was not indication of the implant not performing as expected. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study, which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. Confirmed previous chronic infection. Reoccurrence of infection may have contributed to perforation of the ear canal leading to removal of the implant. There is documented poor bone quality that may have also contributed to poor stability of the implant and reoccurrence of the infectious process. Off label use of the biomet implant granted temporary support while waiting for approval and manufacturing of a patient matched prosthesis. Biomet implant is contraindicated in cases with an active or chronic infection and in patient conditions where there is insufficient quantity or quality of bone to support the components.